Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp). It is unknown if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked all parameters. All were within range. The fse performed all functional tests which passed. The unit was observed for more than two hours and was found working okay.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical failure code #52. There was no patient involvement.